Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated using two different programmers. An ECG displayed p-v tracking at approximately 93 ppm. Magnet application demonstrated a rate of 78 ppm. A final interro- gation attempt revealed an error message. The patient had a CT scan, a pet scan and three chest x-rays in the last month.